Event description:
After transfemoral placement of a 26mm sapien xt valve, tee revealed central aortic insufficiency (cai) in the right upper quadrant of the valve. Echo revealed the valve was placed low in the lvot and the cai was caused by an overhanging calcified native leaflet. A second sapien xt valve was deployed one half cell higher. The result was no cai and no paravalvular leak (pvl). The patient was sent to recovery in stable condition. After examination of the cine images, the reporter determined the balloon and valve was possibly pushed ventricular by the heavily calcified ncc leaflet.

Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment a clinical technical summary was written by edwards lifesciences to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the heavy non-coronary cusp leaflet calcification is a likely contributing factor for the valve moving ventricular during deployment. Echo revealed the cai was caused by ventricular placement of the valve and subsequent leaflet overhang. This supports that the event was likely caused by the mechanism explained in the technical summary described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.